Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint. The unit was tested on an in-house system and passed normal mode. During the visual inspection the insertion range of motion was normal, and it would not bind and had no problems advancing. Fa also performed a full inspection on the insertion, and everything looked normal. The unit went through more testing on a patient side cart fixture test platform (pftp) and passed all test. The insertion ballscrew assembly and the insertion brake assembly were proactively replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a universal surgical manipulator (usm) insertion issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse removed and replaced the usm due to insertion axis binding issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm is pending fa completion. The probable root cause is attributed to the usm. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia, a universal surgical manipulator (usm) 3 would not advance. The technical support engineer (tse) was unable to review logs because the system was not online. The tse had the customer inspect the usm 3 rails and found no obstructions. The tse advised bringing in usm 4 and site did not want to go that route. The procedure was completed as planned with no reported injury. On (B)(6)2023, the following additional information was obtained: the staff decided to abandon universal surgical manipulator (usm) 3 and complete the three-arm procedure with usm 4 instead. The procedure was completed with no further issues.